Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged toward the asc ending aorta, resulting in mild-moderate paravalvular leak (pvl). A second valve was subsequently implanted. It was reported that the left ventricular outflow tract (lvot) was small and the sinuses were large. No additional adverse patient effects were reported.